Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the port cap is cracked on the circuit. Alleged defect was discovered prior to patient use. No patient injury reported.